Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. As part of our investigation of this reported complaint, on october 26, 2015, the endoscope support specialist (ess) was dispatched to the user facility to assess their reprocessing practices. The ess observed the manual cleaning process by the user facility staff and found the following observations: the ess observed that the technicians manually clean the scope but did not perform suction to aspirate the reprocessing fluids through the instrument channel port of the endoscope. The facility does not have a suction pump set-up in the decontamination room. Leak testing, brushing, and flushing are being done properly. The ess indicated the facility is using custom ultrasonic aer. The user facility endoscope manager was made aware of the reprocessing findings and recommendation to utilize a suction pump as part of their reprocessing procedure. In addition, the ess returned to the user facility on 10/27/2015 for a follow-up visit; however, risk management did not want the ess communicating with staff members without their approval and was denied entry. The instruction for use states in the pre-cleaning section: "immediately following the patient procedure, with the endoscope still connected to the equipment used in the patient procedure (i.e., light source, video system center, suction pump), perform the following steps at the patient bed side. Immerse the distal end of the insertion section in the water. Depress the suction valve on the endoscope and aspirate the water through the endoscope for 30 seconds. Remove the distal end from the water. Depress the suction valve and aspirate air for 10 seconds." In addition, the IFU states: "failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure that endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 7, cleaning, disinfection, and sterilization procedures. Reprocess not only the external surface of the endoscope but also all channels." The cause of the event could not be determined at this time. Cross-reference MFR: 2951238-2015-00522.

Event description:
Two patients developed extended-spectrum-beta-lactamases (esbl e coli) infections after undergoing an endoscopic retrograde cholangiopancreatography (ercp) using a tjf q180v duodenovideoscope at the user facility. One of the patients who was confirmed to have the infection was cultured at another hospital and was positive for esbl e coli and septicemia and the other tested positive for the esbl ecoli infection but was not cultured. It is unknown whether the patients were medically treated with antibiotics. After investigation, it was confirmed that three other patients who might possibly have been infected were not infected by the duodenoscope; one patient had been previously diagnosed, and the other two patients tested negative.